Event description:
It was reported that following a lead revision procedure (see MFR. Report 3006630150-2024-07951) the patient developed a staphylococcus aureus infection at the spinal cord stimulation lead site. The patient underwent a lead explant procedure, was administered flucloxacillin, and was doing well postoperatively. The physician assessed the infection was device related. The devices were not returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4 upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 7080068.